Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis as it was disposed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that during the shunt percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The target lesion is located in a shunt. A 5.0 mm x 40mm x 40cm sterling balloon catheter was used to dilate the target lesion. The balloon ruptured at 6 atm with unknown number of inflation. The procedure was completed with a different device. No complications were reported and the patient's status was good.